Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced a cholesteatoma. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The electrode array was returned to the company on (B)(6) 2016.

Manufacturer narrative:
The electrode array will not be analyzed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the device will not be returned for analysis. A review of the device history record noted no rework. The recipient is reportedly doing well and is using the newly implanted device. This is the final report.